Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced a post-meal blood glucose rise to 198 mg/dl lasting about one hour, followed by a decline to 97 mg/dl, with the user perceiving the drop as too low; cause was unclear and no device alerts were reported. Symptoms included a sensation consistent with low glucose without loss of consciousness or other acute complications. Outcomes included no use of backup therapy, no ketone testing, no medical intervention, and no assistance required. Investigation included troubleshooting and education with assignment for additional training. Investigation of this case revealed no device alarms and no identified device malfunction. It was concluded, based on previously established findings for similar reports, that the cause was unclear.